Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's generator was replaced. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying ¿replace generator soon.¿ the company representative met with the and confirmed the patient's scs ipg battery had depleted. Surgical intervention to replace the patient's scs ipg may be necessary to address the issue.